Event description:
It was reported that during a middle fossa craniotomy, the attachment device would not unscrew from the motor device. There were no delays to the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. There was patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the thimble lock operation was not working properly. Therefore, a cutter could not be inserted into the device. The reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.